Event description:
Customer reports the following: "biomed reported "lower right valve stuck: no patient harm was reported. An attempt was made to free the stuck valve by: no cleaning the component with isopropyl alcohol. No taking a small pair of needle nose pliers and tugging on the valve. Several attempts were made but I could not free this valve. No patient harm."" Preliminary review indicates the outlet flag unexpectedly closed on 2/19 (detected from flightrecorder; logs were overwritten after this instance). The valve was getting physically stuck and not coming out - it happened during an active infusion on (B)(6) 2023. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.